Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and the lowest value recorded by continuous glucose monitor data was 56 mg/dl on (B)(6)/2018. The user set personal profile settings, completed the cartridge change sequence and began using the pump for the first time on (B)(6)/2018. Complaint could not be confirmed. It is possible the user entered personal profile settings into the pump incorrectly. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 40 mg/dl. Reportedly, the cause of bg was unknown. Customer addressed bg with glucose tablets. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.